Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent a procedure to reposition the left ventricular lead for desynchrony. About two weeks later, the patient experienced ventricular tachycardia, then ventricular fibrillation which then lead to cardiac death. The patient is deceased.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was also reported that the patient experienced dyspnea.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the device system was working properly and there was no product issue. The site reported the device system was not related to the event. The patient was a participant in the (B)(6) clinical study.